Event description:
Required major surgery; in 2011, when I was fourteen years old, my parents were told I needed major surgery to correct my scoliosis. I was a healthy, athletic child with no pain, but the surgeon insisted it was necessary. The surgeon, (B)(6) doctor (B)(6), used the medtronic 5.5 mm legacy spinal system, which included 15 screws and two rods. I had the surgery to have the instrumentation placed on (B)(6) 2011. I had an extremely difficult stay in the pediatric intensive care unit and was there for almost a week, much longer than initially anticipated. In the following months, I healed very slowly. My pain levels were unexpectedly high and I never fully stopped needing prescription pain medication. My doctor denied that anything was wrong, but by the time four years had passed and I was eighteen years old, my quality of life had plummeted dramatically. I started off high school with straight a's, but by my senior year, I was so weak I could only handle one class. The pain was getting worse, I was thin and shaky, there were bruise-like shadows under my eyes permanently, and my skin was a strange greyish-green color. Blood tests and physical examinations didn't reveal anything wrong, but I felt that I was dying. Finally, I found a surgeon to work with me. Even exploring potential diagnoses was extremely difficult because the medtronic implants are made of stainless steel, which causes severe distortion on MRI images, making them useless. We couldn't get a clear image of the implants because of the implants themselves. I had run out of options and finally agreed to have a second major surgery to have the implants removed. When they sliced me open from my scar from the first surgery, the team was shocked to find my spine covered in a grey-green sludge. Laboratory analysis revealed it to be the result of a severe necrotic reaction: the stainless steel had irritated my insides so badly, my flesh had died and liquefied. Had bacteria found their way into the rotting flesh surrounding my spinal cord, I would have developed what would look like meningococcal meningitis and died within a day. The surgeon spent hours carving out rotting muscle, fascia, and bone. The implants, supposedly meant to last a lifetime, came out crooked and corroded, looking more like junk metal rather than supposedly advanced medical technology. The change was drastic: I felt better two weeks after the surgery than I did two weeks before. My pain and fatigue no longer kept me bedridden. Sadly, I am still physically disabled. I still have some chronic pain and fatigue and have a lower quality of life than a healthy twenty four year old should. I can only take a few college classes at a time, pain medications are a part of my daily routine, and sometimes I need a wheelchair. I am afraid that for all these reasons, I will never be able to carry a pregnancy, give birth, and be a mother. I have a lot of documentation regarding the implants, so please reach out if there is more information I can provide. Please, make sure no other child suffers because of the faulty stainless steel medtronic spinal system. FDA safety report ID# 583097. See scanned pages.